Manufacturer narrative:
The calibration results were within specifications. The qcs were within the -2 standard deviations and were acceptable. There was no indication of a performance issue with the reagent. The alarm trace did not indicate any issues. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys estradiol iii and elecsys vitamin d total g3 (vitd3) results from three patient samples tested on the cobas e 411 analyzer (rack system). Sample 1 the initial estradiol iii result was 886.4 pg/ml. The repeat result was 43.59 pg/ml. Sample 2 the initial estradiol iii result was >3000 pg/ml. The repeat result was 284.5 pg/ml. The initial vitamin d total iii result was >120 ng/ml. The repeat result was 27.46 ng/ml. Sample 3 the initial estradiol iii result was 2776 pg/ml. The repeat result was 247.1 pg/ml. The doctor requested for reruns of the patient samples. Data flags accompanied some of the results. The repeat results were deemed correct.

Manufacturer narrative:
The estradiol iii reagent lot number is 792358. The vitamin d total iii reagent lot number is 786890. The expiration dates were not provided. The field service engineer inspected the analyzer but could not establish the event's cause. He performed an instrument check and adjusted the sample/reagent probes and mixer paddle. He verified the calibration trace was according to specifications. He verified the analyzer's performance with another instrument check, precision checks, and qcs. The investigation is ongoing.